Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: review of the black box data and pump alarm history did not reveal any evidence of the alleged call service alarm 006. The returned battery cap was intact and fit to the pump securely for testing. The pump was powered on and ez-prime steps successfully completed. The pump alarms with a ¿cs006¿ electrically erasable programmable read-only memory write failure. The reported call service alarm 006 was duplicate during the investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the printed circuit board. Testing verified a defective electrically erasable programmable read-only memory (u22) component.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 006 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.